Event description:
Manufacturer's rep reported, patient experienced overdose symptoms on 2 occasions following the pump reservoir being refilled. The patient reported, the onset of symptoms appeared approximately 1/2 hour after the refill and lasted for a couple of days in duration until the next reservoir fill. Telemetry programming was reviewed by manufacturer and showed the drug concentration was changed from 50mg/ml to 75mg/ml morphine, and no bridge bolus was programmed. Manufacturer's rep reported the implanted infusion system was explanted in 2006. Final patient outcome was not reported. Refer to manufacturer's report number 2182207-2006-02194.